Manufacturer narrative:
Based on the claim against the product by the customer noting unable to remove from trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. The entire rim/ tip that fits into the proximal clevis was missing. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additionally, the instrument was found to have a cracked chassis. Root cause is attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes of this failure mode are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure the instrument to harsh cleaning agents or insufficient flushing. The complaint regarding unable to remove from trocar was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the prograsp forceps instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a prograsp forceps instrument was unable to be removed. The trocar had to be removed too. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.